Event description:
Device report from synthes reports an event in japan as follows: it was reported that on unknown date, the patient underwent an orif surgery with tfna implants. After surgery, a revision surgery via tha was performed on (B)(6) 2023, because the blade had penetrated the bone head. The surgeon commented as follows: the patient is a male of his 80s and his bone quality is appropriate for his age. The broken site was reduced to be located extramedullary, but the nail diameter used was too narrow, which may have caused a swing motion and the blade penetrated the bone head. The revision surgery was completed successfully. No further information is available. This report is for one (1) unk - nail head elements: tfna helical blade this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown nail head elem: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.